Event description:
It was reported that an asymptomatic patient presented to the clinic for follow up when it was noted there was post-paced t-wave oversensing on the stored egm. Post-paced t-wave oversensing also resulted in inappropriate detection of non-sustained lead noise. The device was reprogrammed and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received noted that an asymptomatic patient presented in-clinic for follow-up, and another occurrence of post-paced t-wave oversensing was observed on the ventricular channel. Further programming changes were made.